Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm the physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system, a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2021, the patient was treated for a type ia endoleak. The physician implanted a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure.